Event description:
It was reported that the patient presented with noise oversensing, which resulted in pacing inhibition and inappropriate mode switching in the right atrial (ra) lead. The ra lead was explanted and replaced, and the patient remained in stable condition.